Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. There was no indication that the product caused or contributed to an adverse event. There was no additional information available for this complaint. This complaint is being reported due to a non-specific prime issue with the device.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/04/2016 with the following findings: there was no evidence of errors, alarms or warnings related to the complaint found in the black box. The rewind, load cartridge and prime steps were successfully performed on the pump with no alarms. The force sensor calibration was within specification. The pump was exercised for 24 hours with no prime issues. Unrelated to the complaint, the battery compartment was cracked from the case seal traveling to the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).